Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during reprocessing, laser burned front end of the lens of subject device. There were no reports of patient involvement.

Manufacturer narrative:
Corrections are being made to previously submitted e3 ¿ occupation and g4 - PMA/510(k) #. This supplemental report is being submitted to provide the results of the final investigation. ¿ the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: blackout that persists after docking. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the reported malfunction: incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. The reported malfunction is detectable and preventable by handling the device in accordance with the following sections of instructions for use (IFU): 3.3 inspection of the endoscope. 4.3 using endotherapy accessories. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.